Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found on the syringe 1.0ml 1/2in bls 100bx mex needle before use after being uncovered. As reported by the customer, translated from (B)(6) to english, "when the needle is uncovered, it is found with an attached particle, which is why it is decided not to use it."

Manufacturer narrative:
Investigation: customer returned (1) 1cc, 13mm, 30g syringe in an open blister pack from lot # 5271746. Customer states that when the needle is uncovered, it is found with an attached particle. The returned syringe was examined and exhibited a piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. See attached photos and spectra. A review of the device history record was completed for batch# 5271746. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Event description:
It was reported that a foreign particle was found on the syringe 1.0ml 1/2in bls 100bx mex needle before use after being uncovered. As reported by the customer, translated from spanish to english, "when the needle is uncovered, it is found with an attached particle, which is why it is decided not to use it."